Event description:
(B)(6) medication errors reporting program: our med/surg ward utilizes remote telemetry monitoring devices to monitor continuous EKG and/or oximetry. It is a box with electrodes on the pt, that submits info wirelessly on another floor of the hospital, where it is monitored by a technician. At least once a shift, we receive a print out of the EKG that has been read to inform us of the rhythm. If there is a change in the ECG or heart rate, that unit calls our unit, and the nurse on our ward is notified by the nurse's station of the change. While we do have a small monitoring screen on our ward with the ECG readings, no one is there to monitor it, and nurses on our floor are limited in their scope of practice in terms of which cardiac meds we can give IV. If a pt condition changes that requires increased monitoring and/or that they receive these drugs, a unit transfer is required. A nurse was assuming care of a pt xyz being monitored on one of these remote telemetry boxes. During the usual beginning of shift assessment, the nurse looked at the box, ensured all of the electrodes were in the right place, the box was on, and had batteries. In retrospect, this nurse should have taken this assessment one step further, and checked the tele box number to the monitor at the nurses station. The charge nurse, about an hour later, was doing her usual check of the telemetry log, and noticed that pt xyz's name was not on the monitor at the nurse's station. By checking the box number, not the pt name, it was discovered that the name on the screen for that particular box was for someone else on a completely different floor, and not pt xyz after all. From what I could best gather, on the previous shift, our unit was given an admission that had remote telemetry ordered. The transferring nurse failed to report that telemetry was required on the receiving unit. At that particular time, all of the telemetry boxes in the entire hosp were in use. The nursing supervisor was notified, who then went searching for a box. He or she brought a box from another floor. Apparently, the box was from a pt 123 who was in surgery, and the box was left at the bedside, waiting for pt 123's return. When the supervisor picked up the box, she didn't call the monitoring unit to inform them of the pt switch, that a new pt was going to be monitored. The box went back on pt xyz, but under the previous pt 123's name. Here is where the med error came in: the pt 123 then came back from surgery. It is unclear if pt 123 had a telemetry box on or not. However, pt xyz's EKG rhythm changed to rapid afib in the 150's. However, the monitor tech called the nurse on the other unit, based on the pt's 123 name on the screen. Pt 123 received digoxin ivp, based on pt xyz's rhythm. Meanwhile, xyz, who was actually in afib in the 150's, did not receive this much needed medication until several hours later, after the error was discovered, only by a charge nurse who was updating her monitoring log q shift. Pt 123 received a medication not intended for them, and pt xyz suffered from a delay in medication administration because of this telemetry box mixup. One could extrapolate that further medication or treatment errors had potential to occur had this error not been discovered when it did. Medication administered to or used by the pt: yes. When and how was error discovered: meanwhile, xyz, who was actually in afib in the 150's did not receive this much needed medication until several hours later, after the error was discovered, only by a charge nurse who was updating her monitoring log q shift. Level of staff who discovered the error: nurse. (B)(6).